Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. The reported patient complication is an inherent risk in this type of procedure.

Event description:
The following incident was identified in a scientific article: keller, eric j., et al. "Single-center retrospective review of radiofrequency wire recanalization of refractory central venous occlusions." Journal of vascular and interventional radiology 29.11 (2018): 1571-1577. The powerwire radiofrequency guidewire was used in a procedure for recanalization of a central venous occlusion (cvo). Following apparent cvo traversal, venography revealed wire and catheter entry into the pericardial space. This was successfully managed conservatively with anticoagulation reversal, overnight observation, and oral anti-inflammatory therapy for procedure-induced pericarditis, with no long-term detrimental effects, but further intervention was aborted. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.